Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue. Additionally, there were high impedances on one of the leads. Investigation was unable to identify which led. Further surgical intervention may be taken place to address the issue.

Event description:
It was reported that following recent weight loss, the patient experienced pain at the ipg site. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.